Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger. Analysis of the recharger (B)(4) found that there was a broken connector pin in the cable assembly.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient's recharger was not working. No patient symptoms reported. No further complications were reported as a result of this event. Additional information was received from a consumer on (B)(6) 2017. It was reported at first that the antenna wire was coming out of the ins recharger (insr) easily and insr was not charging. It was later clarified that it was the desktop charger (dtc) cord, not the antenna. A broken connector pin was reported. The consumer also stated the ins was dead. A replacement dtc was sent. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.